Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - please clarify lot number 2 av4513 and 2 av3724. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - was there any change in the patient¿s post-operative care due to the prolonged procedure? No. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent a lap gastric bypass procedure on (B)(6)2024 and suture was used. During the procedure, when passing the stitch, 4 sutures of the same type are cut. No adverse patient consequences were reported. Additional information was requested.